Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The images were not displayed due to a faulty printed circuit board. In addition, the following non-reportable malfunctions were found during the device evaluation: worn video connector latch, chassis and connectors are corroded and software was outdated. Based on the results of the investigation it is likely the error code was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call the customer confirmed that he was receiving a b40 error code even after turning the unit off and then back on. He went on to note that no maj-1430 cable units were plugged into the subject device at the time. At that time tac transferred the customer to the olympus customer solutions team so the customer get could the scope repaired. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The facility¿s biomedical engineer reported that his olympus evis exera iii video system center began presenting a b40 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.